Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and lead system displayed increased right ventricular (rv) threhsolds and noise with inspiration on the rv channel following a patient's fall on the implant site. Noise could also be recreated during the pacing threshold test. It was further reported that a brief period of biventricular pacing inhibition was observed but the patient is not pacemaker dependent.